Event description:
No blood glucose levels reported. The customer reported a compromised force sensor system error from the insulin pump. Troubleshooting was done. The customer reported that the drive support cap was flush. The customer was advised to disconnect from the pump. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during prime test and motor error alarm during the basic occlusion test due to loose/protruded drive support disk. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners.